Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. Balloon was found to be ruptured and inverted to distal side. After returned the balloon latex to original position and removing the distal windings, edges of ruptured balloon did not appear to match up. Through lumen was found occluded with clotted blood. No other visible damage or abnormality was observed from windings or catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. It was clarified after product evaluation that the blood found in the product was due the catheter being stuck to the blood from the operative incision. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon taking from its packaging and flushing, the balloon of this fogarty catheter burst. There was no allegation of patient injury.

Manufacturer narrative:
Based on engineering investigation, a product risk assessment was performed to address the condition of broken balloon with fragmentation for thru-lumen fogarty catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.